Event description:
It was reported by the customer that at the user facility, a neptune manifold failed to function and the manifold possibly clogged. The customer reported that there was no suction and the unit presented with a leaking manifold although all ports were closed. The customer reported that they attempted to use both 4l and 20l suction with no success. It was reported that the manifold was removed and replaced and the product worked as intended. The sales representative was told that the manifold was found to be faulty before the procedure began. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported by the customer that at the user facility, a neptune manifold failed to function and the manifold possibly clogged. The customer reported that there was no suction and the unit presented with a leaking manifold although all ports were closed. The customer reported that they attempted to use both 4l and 20l suction with no success. It was reported that the manifold was removed and replaced and the product worked as intended. The sales representative was told that the manifold was found to be faulty before the procedure began. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.